Manufacturer narrative:
(B)(6) 2015: consumer returned an eb15 toothbrush head refill. The investigation of the product return (qick 2015/0659) did not confirm a malfunction.

Event description:
Had to cough the parts out of throat [cough]. Nearly causing her to choke [choking sensation]. Head of toothbrush head came off when in mouth; nearly choked, had to cough parts out of throat [injury associated with device]. Head of precision clean toothbrush head came off when in mouth; (had to cough) the parts (out of throat) [device breakage]. Case description: a consumer reported that his female partner had been brushing her teeth with an oral-b professional care rechargeable toothbrush, and the head of a new oral-b precision clean brushhead came off while in her mouth, nearly causing her to choke. He reported that she had to cough the parts out of her throat. The case outcome was recovered. No further information was provided. (B)(6) 2015: consumer returned an eb15 toothbrush head refill. The investigation of the product return (qick 2015/0659) did not confirm a malfunction.